Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was not elevated on the transplant list. The transplant was routine. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , until (B)(6) 2025 when the patient underwent a routine heart transplant. It was communicated that the device would not be returned for evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.